Event description:
Pt called rn to the room to report the groshong red port was leaking IV fluids - this port has been repaired prior to this incident. Rn flushed the port, ivf was squirting at the end of the white cuff of groshong - a new red port was inserted and capped it -the red port covered with tape indicating not to use. Blood return noted in white port, no leak noted during saline flush.